Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that during the procedure, the stent delivery system (sds) became deformed and failed to reach the lesion. Analysis of the returned sds confirmed the reported material deformation. The distal stent struts were lifted, bent, and stretched. This type of damage is consistent with interaction between the sds and the anatomy or an accessory device. Additionally, damage to the stent would impact its maneuverability, likely contributing to the failure to advance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. H6 correction: code 2923 was removed and code 2976 was added.

Event description:
Subsequently, after the initial report was submitted it was noted that the stent did not dislodge; however, it was flaring, stretching and bending. No additional information was provided.

Event description:
It was reported that the procedure was to treat a coronary artery. The 3.5x18mm xience skypoint stent dislodged while in contact with anatomy when attempting to cross the lesion. The stent remained in the guide catheter and was simply pulled out with the guide catheter. Another stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.